Manufacturer narrative:
The rover's power cord was replaced. The device passed all testing and was returned to service.

Event description:
It was reported that while examining the power plug on the rover, the field service representative saw an arc of electricity in the plug casing. There was no patient involvement or adverse consequences related to this event.